Manufacturer narrative:
Age-race: unk. Date of event: unk. Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
It was reported that a 12.6mm, tmicl12.6, -10.50/3.5/087 (sphere/cylinder/axis), implantable collamer lens flipped during insertion and was damaged when immediately removed. Doctor ended up using backup lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.